Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving cadd pump was reported that the pump alarmed with the message ¿no disposable, pump won¿t run¿ despite fluid remaining in the reservoir, and troubleshooting could not restore operation. The reported device malfunction could lead to interruption of therapy and potential serious injury if it were to recur. There was patient involvement and no harm/adverse event reported.